Manufacturer narrative:
H3, h6: it was reported that after the patient underwent a primary birmingham right hip resurfacing (bhr), presented persistent pain in her right hip, especially during standing and walking. This complication was solved by conducting a revision surgery. During the procedure, it was noticed that the acetabulum was in good condition and there was some movement on the femoral peg. The patient was taken to the recovery room in good condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified the cup and no other similar complaints have been identified the head. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Based on the limited information provided, the clinical root cause of the femoral component loosening cannot be determined. It cannot be concluded that the reported events were associated with a malperformance of the implant. It is noted the patient underwent a second revision surgery approximately two years later. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the plaintiff underwent a primary birmingham right hip resurfacing (bhr) on (B)(6) 2005. The patient presented persistent pain in her right hip, especially during standing and walking. Blood tests were performed and indicated no sings neither an infection nor psoas tendonitis. X-rays and CT were taken to the patient and revealed a lucency present around the peg of the femoral component of the right hip. This complication was solved by conducting a revision surgery on (B)(6) 2008. During the procedure, it was noticed that the acetabulum was in good condition and there was some movement on the femoral peg. The patient was taken to the recovery room in good condition.